Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a row bus cable was loose. The field service engineer reseated all the connections to the row bus cable to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, it had a drawer failed, unable to recover. The customer reported that there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.